Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a primary audible alarm background test failure. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair. There was no visible external damage to device. The service history review indicated that the reason for return is related to a past service. Event history showed primary audible alarm for background (bgnd) test failure. The primary problem was replicated on power up and audio test. The cause was the speaker did not work as intended. Replaced the speaker for the issue and device passed functional/delivery tests.